Event description:
A customer reported to beckman coulter inc, (bci), that a urine sample from a twenty-week pregnant patient was tested with the icon 20 hcg test kits and negative (-) results were obtained. The customer used the icon 20 hcg kit cartridge of the same lot, but from a different box and obtained a positive (+) result. No injury has been reported in connection with this event.

Manufacturer narrative:
Retain devices performed as expected when tested by bci using controls and confirmed positive clinical urine samples (20miu/ml and 500iu/ml). Patient sample was not submitted to bci for verification. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.